Event description:
The customer reported to baxter of a no flow with a clearlink continu-flo solution set. The 0.9% saline bag was spiked and the fluid that made it to the drip chamber but stopped there. There was no pump used, it was a gravity infusion. The solution bag was not squeezed but the chamber was squeezed. The customer did not know what a check valve is and the drip chamber was half full. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The customer returned two used samples for evaluation. Visual and functional testing was performed and the reported condition was not confirmed. The samples passed slit visualization testing with an in-house becton dickinson 10ml male luer lock syringe. The syringe was applied to the clearlink y-sites and the baseline slit was detected in the samples. The samples passed fluid path occlusion testing, referee testing, and under water pressure testing at 8psi. Functional testing was performed and the reported condition was not observed. The purpose of this test is to check the general function of the product and the adequacy of the directions for use. A batch review was performed on the reported lot and no deviations were found. The sets worked according to the procedure and the reported condition was not detected in the samples. An assignable root cause could not be determined.